Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt underwent a surgical procedure on (B)(6) 2014 to have her entire scs system removed because the stimulation was no longer effective.